Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material/stain at the lightguide adhesive and underneath the light guide lens could not be identified and a definitive root cause of the issue could not be determined, however, since the foreign material adhered to the part other than external surface of the device (under the light guide lens), the foreign material could not be removed by reprocessing. The issue was likely the result of physical stress caused by hitting distal end of the device or dropping distal end, or chemical stress caused by chemical solution used and the adhesive around light guide lens peeled off, allowing moisture to enter the lens causing the observed foreign material - stain/corrosion. The event may be detected/prevented by following the instructions for use sections below: tjf-q190v operation manual chapter 3 preparation and inspection. Tjf-q190v operation manual 3.3 inspection of the endoscope. Tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing, the lever did not lock correctly on the evis exera iii duodenovideoscope. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the light guide lens and the light guide adhesive had stains. The stain was an orange-brown foreign material. This report is to capture the reportable malfunction of orange and brown foreign material on the light guide lens and the light guide adhesive noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the grip had a scratch; the suction cylinder had no color; due to fraying of the k-wire, forceps skipped or swayed on the upper half of the endoscopic image; due to wear of the angle wire, the bending angle in the right direction did not meet the standard value; and the adhesive on the bending section cover had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.